Event description:
During tavr procedure, the valve had been deployed and the deployment system was being removed. Upon removing the system through the sheath, the sheath's hemostatic valve was compromised allowing free-bleeding through the sheath. Direct pressure was held and the sheath removed according to plan. FDA safety report ID# (B)(4).